Manufacturer narrative:
Qc was acceptable before the event. Unit did not perform within qc specifications with respect to controls and reproducibility after the event. Previously run patient samples were not rerun to confirm accurate back to the last acceptable control run. A field service engineer (fse) noticed that dripping for red blood count (rbc) isolation chamber was gradually increasing throughout count. The fse replaced actuator for vent line vl 12f and flushed the vent line for sweep flow tank. The fse noticed air coming from sweep flow canister. The fse ordered canister and the next day replaced the sweep flow canister and the actuator on pressure valve pv 11b, 11c, 61 and 86. Failure mode is not clear for this event; however, is likely associated with sweep flow tank, its vent line and/or the actuator subsequently replaced.

Event description:
A customer contacted beckman coulter inc (bec) and reported that the coulter lh 750 hematology analyzer generated discrepant platelet (plt) results for three (3) patient specimens without instrument generated flags. The results were reported out of the laboratory the specimens were re-tested on another lh750 instrument which gave lower plt results for all 3 patients. Corrected reports were issued. Patient treatment was not affected. There was no death or injury associated with this event.